Manufacturer narrative:
The report that ipg was revised due to ¿end of life¿ (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed it had declared eri (elective replacement indication) and eol (end of life) and that the battery depletion, due to usage, was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
B3: event date is estimated.